Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall the exact date and time the meter issue first occurred. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient compared readings from the subject device to 2 freestyle meter and a contour but was unable to provide individual readings. The tests were performed within 30 minutes of each other. Lifescan does not consider this to be a valid comparison. In response to this and at an unknown time, the patient stated that she increased her dose of insulin by a "couple" of units. At an unknown time after this, the patient developed symptoms: "hypoglycemia, shakiness, blurred vision, weak". The patient denied receiving any treatment in response to these symptoms. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The csr was unable to walk the patient through control solution testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.